Event description:
It was reported that the customer had three motor error alarms on the insulin pump. Customer's blood glucose level was 130 mg/dl. Customer stated that the label fell off the insulin pump and that he is unable to rewind the insulin pump. Insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Findings: motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. Pump received with missing end cap sticker, scratched display window, cracked battery tube threads, cracked reservoir tube lip, missing address/serial number label.